Manufacturer narrative:
Additional information has been provided. The irrigation/aspiration (I/a) handpiece was not returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The handpiece was manufactured in 03/2015. All reusable handpieces are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. The phaco handpieces were not returned for evaluation. One of the serial numbers (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. One of the phaco handpieces manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information provided indicated the company representative provided training for the staff on how to identify the beginnings of occlusion (before burning) and how to unblock handpieces.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure the patient experienced the start of a corneal burn. There was opacification of the anterior chamber. There were no consequences for the patient. Additional information has been requested and received. Additional information provided indicated the company representative provided training for the staff on how to identify the beginnings of occlusion (before burning) and how to unblock handpieces.